Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant medical products: model: 694758, lead; implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they repeatedly heard an audible tone from their implantable cardioverter defibrillator (ICD). Review of files by tech services indicated several instances of magnet detection. Technical rep evaluated magnet detects times with times the patient heard recently and they are consistent, and thought the magnet detections may be due to jewelry that has magnetic properties. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.